Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Two out of 9 connectors of the tigerpaw system ii device were not engaged. The sutures were used to complete procedure. No known patient effect. No blood lost referred to this event.